Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of instrument shield dislodgement. Based on the condition of the returned unit, it is likely that the reported event was caused by an instrument that was inserted or removed through the seal subassembly in a non-axial manner. The instructions for use (IFU) states, ¿all instruments should be centered axially when inserted through the sleeve¿s seal to avoid potential damage to sleeve." Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: endoscopic nipple sparing mastectomy. Event description: gelpoint mini was placed in a 3.5mm axillary incision. 3 x 10mm trocars have been placed in the gelseal cap. After 1hour and 40 minutes of surgery, an important leakage of co2 has been identified. Looking closer to the device it appears that one trocar is leaking and that the instrument shield has been pushed into the sleeve of the trocar. The damaged trocar has been removed and replaced by the remaining 12mm trocar. Replaced the 10mm trocar by the remaining 12mm trocar. Additional information received from company rep. Via email on 08jan25: yes leak came through the trocar. The leaking occurred for 3-4 minutes. Only when instruments where in the trocar, the leak occurred. No excessive force was necessary to insert the instrument. Component separate from the seal when leaking occurred. No particulation fell into patient. Replaced trocar by the 12mm port . No slit was cut by the surgeon in the gel at any time. Intervention: replaced the 10mm trocar by the remaining 12mm trocar. Patient status: patient is ok.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: endoscopic nipple sparing mastectomy. Event description: gelpoint mini was placed in a 3.5mm axillary incision. 3 x 10mm trocars have been placed in the gelseal cap. After 1hour and 40 minutes of surgery, an important leakage of co2 has been identified. Looking closer to the device it appears that one trocar is leaking and that the instrument shield has been pushed into the sleeve of the trocar. The damaged trocar has been removed and replaced by the remaining 12mm trocar. Replaced the 10mm trocar by the remaining 12mm trocar. Additional information received from company rep. Via email on 08jan25: yes leak came through the trocar. The leaking occurred for 3-4 minutes. Only when instruments where in the trocar, the leak occurred. No excessive force was necessary to insert the instrument. Component separate from the seal when leaking occurred. No particulation fell into patient. Replaced trocar by the 12mm port . No slit was cut by the surgeon in the gel at any time. Intervention: replaced the 10mm trocar by the remaining 12mm trocar patient status: patient is ok.